Event description:
It was reported the patient's pump wore through a portion of the skin and was extremely painful until the hcp flipped it around. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.